Event description:
The sensor was inserted into the arm on (B)(6) 2024.

Manufacturer narrative:
(B)(4).

Event description:
It was initially reported on 07/01/2024 that the patient experienced bruising with an infection on 07/01/2024. The sensor was inserted into the arm. The patient developed bruising under the sensor patch area. At an unspecified later date, the patient developed an infection at the bruising site, and infection spread to her finger. On 07/25/2024, follow up contact was made with the patient. The patient reported she consulted a physician and went to an urgent care clinic (unspecified date) and both health care providers confirmed the finger was infected. The patient was prescribed a 10-day course of unspecified oral antibiotic medication. At the time of the follow up contact, the patient confirmed the area healed one week after the course of antibiotic treatment. No data or product was provided for investigation, however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Manufacturer narrative:
H2 correction. H6 type of investigation - correction. H6 investigation findings - correction.

Event description:
Subsequent to the initial MDR, a correction is required.